Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8590-1, lot# n245018, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving sufentanil (375mcg/cc at 203.8mg/day), bupivacaine (19mg/cc at 10.326mg/day), and prialt (2mcg/ml; dose 1.087) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. The patient reported an increase in pain. A dye study was performed and the catheter was unable to be aspirated. The catheter was pulled back from the original placement. A catheter replacement was planned. The patient status was reported as "alive-no injury". Additional information was received on (B)(6) 2015 and it was reported that the catheter tip was at t12 and the physician verbalized that he had never put a catheter that low. The replacement date was not scheduled. The cause of the catheter being pulled back from the original placement was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.